Manufacturer narrative:
Exemption number: e2014018. Please provide the patient information; age, gender, weight, outcome, and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io screw was broken: "according to the surgery, the posterior cervical bolt s4 had to be changed for the third time, and the third bolt completely broke from lot 80136990592. It lost the polyaxial at the time of blocking, where it presented a fine degree of release at the moment of blockage. All medwatch submissions related to this patient are: 9610612-2019-00153.